Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.

Event description:
Initially, the patient contacted the baxter technical service center for assistance to end therapy as the patient was going to the hospital because of an event of peritonitis. On (B)(6) 2010, the patient experienced abdominal pain and constipation and was admitted to the hospital. On that same date, a peritoneal effluent analysis and culture were performed. The analysis showed a wbc of 200 cell/mm*3. The culture revealed no growth. An additional peritoneal effluent culture was performed on (B)(6) 2010 that also showed no growth. The cause of the peritonitis was unknown. The physician was not convinced that the patient had peritonitis, but the decision was made to treat the patient prophylactically based on the wbc count. Dianeal ambuflex therapy was ongoing. On an unreported date in (B)(6) 2010, the patient began vancomycin ip. On (B)(6) 2010, the abdominal pain and constipation resolved, and the patient was discharged. In (B)(6) 2010, the peritonitis resolved. On (B)(6) 2010, the vancomycin was completed. The reporter believed the events were not related to dianeal ambuflex therapy. This is the master complaint for the event of peritonitis.